Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for carbohydrate antigen 19-9 (ca 19-9). Erroneous results were reported outside of the laboratory. The initial ca 19-9 result on (B)(6) 2016 was 69.75 u/ml. This result was reported outside of the laboratory. On (B)(6) 2016, the customer had calibration issues with ca 19-9 and afp a1-fetoprotein (afp). During troubleshooting for this issue the customer loaded a new reagent lot for ca 19-9 on the analyzer and attempted to calibrate but this was unsuccessful. The field service engineer (fse) was called and visited the site on (B)(6) 2016 and informed the customer he would be ordering new measuring cells. The customer repeated the ca 19-9 patient sample twice on a different e601 analyzer on (B)(6) 2016 and the results were 1.1 u/ml and 1.2 u/ml. A corrected result was reported outside of the laboratory. The fse changed the measuring cell on (B)(6) 2016. After the measuring cell was changed the initial sample was repeated on the original e601 analyzer on (B)(6) 2016 and the result was 0.920 u/ml. It was noted that the customer pulled an additional 20 patient samples that had been tested for ca 19-9 and repeated them. All of those results were acceptable. No issues were found with the afp tests. No adverse event occurred. The ca 19-9 reagent lot number was 18863201 with an expiration date of 05/31/2017. The customer declines an additional service visit as they believe the issue was solved by changing the measuring cell. It was noted that preventive maintenance was overdue; however, it was performed on the analyzer when the measuring cell was changed. The most likely root cause for this issue is exceeding the lifetime of the measuring cell. Prior to the service visit from the fse in (B)(4) 2016, the measuring cell was last changed in (B)(4) 2012. Normal lifetime of the measuring cell is 50,000 tests or one year depending which comes first.